Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and a "call tech support" error was observed on the receiver screen. Manual testing and was attempted, but the test could not be performed due to the "call tech support" error. A global receiver communication test was performed, and it failed as the alerts did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.